Manufacturer narrative:
(B)(4). Concomitant medical products: 00771101100 ¿ m/l taper femoral stem ¿ 61208800, unknown versys head ¿ unknown part and lot 00630505832 ¿ xlpe liner ¿ 61204724, 00625006530 ¿ bone screw ¿ 61265375. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01244, 0001822565 - 2019 - 01245, 0001822565 - 2019 - 01246.

Event description:
It was reported that a patient experienced multiple dislocations approximately 9 years post initial right hip arthroplasty. About a month after the most recent dislocation, patient underwent a revision surgery and debridement of a pseudotumor. During the surgery, the surgeon noted a membrane diffusely about the entire anterior aspect of the hip consistent with a pseudotumor, exuberant amount of clear, slightly purulent material, loss of soft tissue posteriorly and anteriorly, and a stripping of the lateral and posterior acetabulum. There was also black material over the taper consistent with corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.